Manufacturer narrative:
On august 11, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the gel device with catalog number shpx490; serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that several mentor gel breast implants were inspected preoperatively and found to have unexpected irregularities on their shells. In addition, the reporter alleges that the devices appear to be covered in a greasy-feeling film. These devices were not used, and no patient consequences were reported. This report is for the gel device with catalog number shpx490; serial number (B)(4).

Manufacturer narrative:
On september 10, 2020, device evaluation was completed. During visual inspection of the device, orange peel appearance was observed on the outer layer of the shell. It should be noted that each device is inspected at various stages of the manufacturing process, there are human inspections to evaluate for orange peel, excess of material and bubbles in gel or other types of defects. The devices are examined for obvious defects and rejected during the manufacturing process; these inspections may have an opportunity for an item to not be detected depending on background characteristics, illumination, and the individual inspector¿s peripheral visual acuity. The mentor site requires an annual vision acuity exam to be performed on associates to ensure they meet requirements and continue to perform inspections. Additionally, operators are trained on quality control inspection criteria to perform inspections. This supplemental report is for the gel device with catalog number shpx490; serial number (B)(6). Manufacturer¿s reference number: (B)(4).